Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. The patient presented in clinic and the icm was interrogated which revealed it was in telemetry lockout mode. An attempt was made to repair the application, however, this was unsuccessfully. A second interrogation was performed which revealed the battery of the icm had prematurely depleted. There were no patient consequences reported.

Event description:
Additional information received indicated the icm was explanted and replaced. The patient was stable throughout the procedure.